Event description:
It was reported that during follow-up, the ventricular lead exhibited oversensing. The physician decided not to make any programming changes. The patient was in good condition before, during and after the event. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).